Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on (B)(6) 2018 via right heart catherization where the mean was decreased by 15 mmhg. Accurate readings were observed under the manufacturer's patient care network database.